Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the ac power cord reel and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Initial reporter phone: (B)(6). Initial reporte email: (B)(6), biomedical engineer.

Event description:
It was reported that during repair by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an ac cord reel replaced. There was no patient involvement.